Event description:
During a procedure, while drilling the or staff noticed heat and black smoke emission. It was recognized that some coating of the drill bit sheared off. It was reported that a drill sleeve was used. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.